Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional additionally reported rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Rupture: observed, broken on the posterior side assessed, as fold flaw opening. Additional observations: white particles observed, on the device. No penetrating nick (stress marks). Crease fold observed, on the device.

Event description:
Patient reported, right side capsular contracture, baker grade iii. Healthcare professional, later reported, rupture. Device explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Healthcare professional later reported baker grade iii. Device has been explanted and replaced.